Manufacturer narrative:
(B)(4). Upon further review of complaint information, it has been determined that this incident involves the drug bag and not the device; therefore, this incident has been determined not to be a MDR reportable event.

Event description:
A nurse reported to baxter's global pharmacovigilance peritoneal dialysis (pd) bags with holes (quantity unknown) and the patient had been diagnosed with peritonitis. Nurse was uncertain if the pd solution was causally related. On (B)(6) 2011, baxter contacted the dialysis nurse (pdrn) who was with the home patient(hp) in the clinic at the time of the call. The hp stated that the onset of chills and upset stomach occurred on (B)(6) 2011. He came to the clinic the next day where peritoneal effluent was obtained. Treatment started immediately with ancef and ceftazidime, each 1gm daily intraperitoneally(ip) for 14 days. On (B)(6) 2011, pd fluid was recultured. Treatment with oral ciprofloxin 200mg twice daily was then initiated for 4 weeks. The hp continued treatment at the time of this report and recovery was ongoing but improved. The hp and the pdrn gave causality to the ambuflex pd2 solution. The hp stated that on the days prior to the onset of his symptoms, he had used pd solution from 2 individual boxes which had excessive moisture on the inside of the outer packaging, making the solution bag wet. The hp has been on automated peritoneal dialysis for greater than 1 year with ambuflex (reg cal) pd2 solution.

Manufacturer narrative:
(B)(4). As the date of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon the receipt of further information and completion of baxter's investigation.